Event description:
It was reported that during a left superficial femoral artery (lsfa)stenting procedure, the thumbwheel of the absolute stent delivery system was difficult to turn. Using both thumbs, the physician was able to turn the wheel and successfully deploy the stent in the lesion. During post-stent dilatation, the fox cross balloon ruptured at 2 atmospheres on the first inflation attempt. Reportedly, the lesion was not calcified or tortuous. There was no adverse patient sequela and no clinically significant delay in procedure. The procedure was completed with another balloon. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. Based on visual inspection, functional testing, and scanning electron microscopy imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.